Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient presented with the generator shifting to under the armpit. The nurse indicated that they did not know if the surgery was for patient comfort or to preclude serious injury. Information was later received from the physician noting that they are unknown of when the migration occurred and if a non-absorbable suture was used to secure the generator during implant. The migration was not due to patient manipulation or trauma, but was due to the surgical placement. Physician indicated that the surgery is perhaps, due to both patient comfort and to preclude serious injury. Patients generator was explanted. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.